Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d4, g2, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.